Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of ranges impedances greater than 2000 ohms. Impedances had been variable for several weeks. Additional information indicated that the patient's grandchild ran into the device headfirst, the high impedances started around this time. To ensure that this was a connection issue and that there were no issues with the lead, the lead was tested several times via pacing system analyzer (psa) during surgery, and when connected to a new device. Impedances remained within normal limits. Additionally the physician closely looked at the lead on fluoroscopy and did not see any fractures or any areas of concerns. The physician was confident this was a connection issue. This ra lead remains in service. No adverse patient effects were reported.